Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The resistance with the catheter was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during removal of the bmw universal ii guide wire from the anatomy, resistance was felt with the non-abbott mircrocatheter. The guide wire was pulled with force and was able to be retracted. A non-abbott guide wire was then used successfully with the non-abbott microcatheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.